Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were denied a MRI of their torso because the leads would get hot and cause tissue damage if they were in the MRI for more than 30 minutes on may 8th. Patient stated they had cancer and needed mris. Patient mentioned they were informed they can have a MRI of their head, legs and arms. Patient commented if they had known this they wouldn't have gotten the scs. Agent walked patient through entering/exiting MRI mode, controller showed full body eligible MRI and agent reviewed information. Patient mentioned they were informed they can't get a MRI more than 30 minutes because the leads get hot that would cause tissue damage. Agent consulted with ts and reviewed with patient MRI facility can break up the MRI into multiple. Agent reviewed MRI facility can call if they have any questions and patient mentioned they will reach out to the MRI facility. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 977c265 serial# (B)(6) implanted: (B)(6) 2023 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: 24-may-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.